Event description:
It was reported that there were reload issues showing an incorrect amount. There was no reported impact to the customer's blood glucose level. The customer declined further follow-up from technical support and no additional information regarding corrective actions or outcomes was provided.